Event description:
It was observed during the device evaluation, that the resection sheath, fr. Outer sheath, ceramic tip is repaired by a third party. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic tip issue was due to a component failure of the 3rd party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.